Manufacturer narrative:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation the device it suddenly gets sparking and a smoke is coming out of the machine. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the pil and observed device was sparking and smoke coming out of it. No other peripherals or accessories were returned with the device. Pil was able to confirm the device powered on. Therapy could not be confirmed due to the device starting to reboot when therapy was initiated. During review of the error logs, it was determined the device was likely reset prior to pil receipt due there were no errors logged. During the investigation, pil observed the ui panel had burn marks on the interior portion of the display and on the ui ribbon cable. An unknown dust contaminant was observed on the ui panel and top enclosure. Evidence of liquid ingress was observed on the iso port. The q3 on the pca was observed to have been burnt, as well as corrosion on other areas of the pca, suggesting liquid ingress to the pca. The issue of liquid ingress to the pca has been previously investigated as documented in CAPA 3376332. An unknown dust contaminant was also observed inside the inlet of the blower box, on the blower, blower seal, and under the blower on the blower box, confirming debris in the airpath. An unknown dust contaminant and a hair-like particle was observed on the bottom enclosure. Pil is unable to directly address any symptoms. Pil can confirm that the device likely smoked due to the burning of the pca. The customer complaint was not reproduced. There was no errors has been identified. The device was scrapped. Box-h: evaluation method code, evaluation result code, component code and conclusion code has been updated in this report

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box d: date returned to mfg was corrected. Box h : evaluation results code grid was updated

Event description:
The manufacturer received information alleging the dream station 2 advanced auto CPAP while using the device, it suddenly gets sparking and a smoke is coming out of the machine. The machine was plugged in directly to the wall not controlled by a light switch. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.